Manufacturer narrative:
Image review: one procedural video and three images were provided for analysis. The first image shows the stent protruding out of the tip of a guide catheter. Deformation is evident to the stent. The procedural video shows the removal of the stent from the patient using a snare via femoral access. The remaining two images show the dislodged stent in what appears to be the femoral artery. Product analysis summary: the delivery system did not return for analysis. Dislodged stent returned attached to a snare. Deformation was evident to the dislodged stent. The complaint event is confirmed based on the returned item matching what was reported in the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was subsequently reported that the device never dislodged from the balloon during delivery and only deformation occurred, as difficulty was experienced crossing the lesion. It was stated that resistance was noted during withdrawal of the device due to longitudinal deformation of the device. It was stated that the deformed longitudinal device was removed together with the wire and guiding system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx des to treat a non- tortuous and moderately calcified lesion in the distal cx with 70% stenosis. The lesion was described as an acute angle lcx from the left main stem. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was predilated. The device did not pass through a previously deployed stent. Resistance was encountered. It was reported that stent dislodgement occurred during delivery to the lesion. The device was removed from the patient by use of a snare and contra lateral femoral puncture. The patient was reported as alive with no injury.